Event description:
It was reported that the patient was experiencing overstimulation when charging the ipg. The patient underwent a procedure wherein the ipg was explanted and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility. No device malfunction was suspected.